Event description:
Correction: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013.

Manufacturer narrative:
Weight, correction: patient weight was requested but not provided. Event: correction: approximate age of device - 5 years, 1 month. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system and the patient's outcome could not conclusively be established. The patient¿s cause of death was not reported. No device or therapy related issues were reported. No device related issues were reported. Multiple attempts for additional information were issued to the customer, including requests for product return, but no further details were provided. The heartmate ii IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported though patient outcome that the patient was expired on (B)(6) 2019. No further details were informed. Additional information was requested, but was not provided.